Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The device evaluation indicated that the ipg passed all the operational, electrical, performance, visual, and photographic imaging tests. The complaint regarding the difficulty charging ipg was not verified. In the lab, the ipg was charged in two cycles from its hibernation despite the active stimulation setting. The profile did not indicate any evidence of difficulty charging ipg. Sleep current of the device was within the expected range. The device passed all required tests. The device exhibited normal device characteristics.